Event description:
During septoplasty with turbinate reduction case, surgical technologist attempted to attach the inferior turbinate blade to the xomed microdebrider but the handpiece wouldn't seat far enough down to engage into the shaver. After several attempts, a new turbinate blade was opened and it attached without issue.